Manufacturer narrative:
Correction - the manufacturing site information was updated in section g1.

Event description:
It was reported that the patient had hyperglycemic symptoms such as vomiting, headache, diabetic ketoacidosis and abdominal pain, but the meter showed low readings of 51 mg/dl and 98 mg/dl. The patient was hospitalized for two days. The patient was treated with novorapid insulin, lantus insulin and electrolyte solution. The patient's father mentioned that the test strips were not stored properly in the original packaging. They were placed in an older container. At the time of the call, the patient was still in the hospital as the blood glucose levels were unstable and the patient was still experiencing hyperglycemia.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.